Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was intermittently unable to observe insulin drops exit the infusion set tubing during the fill tubing process. As this issue occurred in the past, troubleshooting was unable to be performed. The customer's blood glucose went up to 600-700 mg/dl and was addressed with manual injections. The customer used a different type of infusion set and reported successfully seeing insulin drops exit the tubing.